Manufacturer narrative:
H3: non-destructive analysis found that there were no anomalies and no further destructive testing was required. Continuation of d10: product ID: 8780, lot# serial# (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (10 mg at 5.11668 mg/day) and unknown morphine drug (.5 mg at .25583 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had pump pocket pain. Physical exam showed reddness and a stage 1 pressure ulcer at the lateral lower corner. Additional information received from the healthcare provider via a clinical study indicated that examination on (B)(6) 2025 revealed that the patient had worsening pain. Additional information received from the healthcare provider via a clinical study indicated that the pump was eroding out of the pocket. The entire system was explanted; a re-implant would be considered after 3 months.